Event description:
A consumer reported that they developed an eye which was "very red & painful" associated with wear of focus night & day lenses, that they went to the hospital for treatment. That they were diagnosed with a corneal ulcer, and that it should take about 2 weeks to resolve, during which time they may not wear lenses. Several attempts have been made to obtain additional info. No further info is available at this time.